Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer received an incomplete fill tubing alert as they had not completed the fill tubing process. The customer then experienced an elevated blood glucose level of "high", although specific value was not provided. Tandem technical support educated the customer on the meaning of an incomplete load fill tubing alert.